Event description:
An optometrist reported a patient had been fit with acuvue oasys for extended wear, on a one-week replacement schedule. The optometrist reported that the patient experienced irritation in the left eye in 2005. The patient changed the lens and felt better. The patient slept in the lens and the following morning could not open left eye due to irritation. The optometrist reported that, according to the patient, the patient went directly to hospital, but did not see an ophthalmologist there. The doctor who examined the patient prescribed chloramphenicol and advised the patient to come back, if it did not go away, in five days. The reporting optometrist said he saw the patient on the following day when the patient came to order new spectacles. The optometrist reported a 1.5mm paracentral corneal lesion at one o'clock, the left eye with fluorescein staining, and a hypopyon. The patient was directly referred to an ophthalmologist at hospital. The ophtalmologist changed the treatment to oftaquix 8x/day first 2 days and there after 4x/day. The patient responded well and had no subjective symptoms on the follow up visit 2 weeks later seemed to end up with a 1 mm paracentral macula at one 0'clock with no reduction in bcva. The result from the culturing showed no bacterial growth but the patient had already had treatment with chloramphenicol from the first doctor before the culture was taken.